Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was observed with no flow. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between may 21, 2014 and may 22, 2014. Evaluation summary: the sample was not available for evaluation, however a photograph was provided. The photographic inspection could not verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.